Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer indicated that the device was being used with electrosurgery equipment. The r series device is known to prompt "check pads" in electrosurgical environments due to interference. The device passed all testing including electrical safety testing without duplicating the report. The investigation concluded that the device met specifications and performed as designed. The device was recertified and returned to the customer. The r series operator's guide also cautions that "under certain conditions, it may not be possible to properly monitor or pace while electrosurgical apparatus is operating. Interference caused by use of electrosurgical apparatus may result in a "check pads" or "leads off" message. If a "check pads" message is present, the unit will not deliver energy. Observe the device carefully for evidence of proper operation. " analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a cardiac operation on a pediatric patient (age & gender unknown), the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.